Event description:
A malfunction alarm was reported with the code malf 9, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. It was resolved that the customer could continue using the pump and was advised to call back if the issue reappeared.